Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on charge coupler device unit, e104 fog free function error, dented outer tube, and cuts on video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurred due to component failure of charge coupler device unit, e104 fog free function error was caused due to component failure of the defogging function, dents on the outer tube and cut on video cable was due to component failure of the outer tube and video cable respectively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image noise. The issue had occurred during inspection for use before the patient entered the room. There were no reports of patient harm.